Event description:
It was reported the device battery depleted rapidly, even though very few therapies had been delivered, and pacing was not being utilized. The pacing impedance showed varying impedances from 424 to greater than 3000 ohms for the past 80 weeks. The sic (sensing integrity counter) showed 2732 over the past 6 months, indicative of oversensing, but the egms did not show any noise. All therapies the patient had received were appropriate. During the replacement procedure, the lead was inspected, and a significant amount of blood was noted in the lead. However, it tested fine, so it was left in use. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It was reported the device battery depleted rapidly, even though very few therapies had been delivered, and pacing was not being utilized. The pacing impedance showed varying impedances from 424 to greater than 3000 ohms for the past 80 weeks. The sic (sensing integrity counter) showed 2732 over the past 6 months, indicative of oversensing, but the egms did not show any noise. All therapies the patient had received were appropriate. During the replacement procedure, the lead was inspected, and a significant amount of blood was noted in the lead. However, it tested fine, so it was left in use. The device was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device was out of specification in a manner that relates to event premature eri (elective replacement indicator).